Event description:
It was reported on (B)(6) 2026 a 28 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, the patient's heart rhythm was noted to be atrial fibrillation. The left atrial pressure was around 10 mm hg. Heparin was administered. Transseptal puncture was made at the inferior mid location. The wire position was in the upper pulmonary vein. The device was implanted. Within one hour after the procedure, the patient developed a pericardial effusion, and it was determined that a cardiac tamponade was present. A pericardiocentesis was completed. During this event, the patient also had a stroke with neurological sequelae leading to permanent disability on one side of his body.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.